Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with noise on their right ventricular lead. The lead was explanted and replaced on (B)(6) 2021. Patient was stable after the procedure.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 44.1 ¿ 44.5 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.